Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not marketed in us, therefore 510k is not applicable.

Event description:
Led disappear and appear during angulation. Cmos defective. This event occurred at the time of during inspection. This event occurred no report of patient harm.

Manufacturer narrative:
Correction information h6: coding changed, based on the investigation result. Evaluation summary: we checked the returned unit and confirmed, the ccd module as defective. Based on the result, we concluded, that it was caused, due to the excessive force applied on the ccd module.